Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was found to be broken through the post. Further visual evaluation was completed using the aide of a microscope. It was seen that the post is fractured through the minor diameter; therefore the complaint is confirmed. Part of the thread near the fracture site has turned from the standard color to an off white color indicating the post experienced excessive stress. The most likely underlying cause of this complaint was determined to be due to excessive force being applied to the post during use. There are no indications of a manufacturing defect.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a cranial encephalo-duro-arterio-synangiosis (edas) procedure, the post of lactosorb rapid flap clamp was broken right above the outer plate. The clamp remains implanted as the break was above the implanted portion of the clamp; the procedure was completed without delay.